Event description:
During the itrack advance procedure, the surgeon experienced resistance during last 1-2 clock hours of intubation. The surgeon asked for delivery of ovd from the assisting technician and waited but could not advance the catheter further. The surgeon then began delivery of ovd and retraction of the catheter. The catheter light was then seen moving quickly for 4-6 clock hours before slowing. After full retraction of the device, it was determined that the catheter outer sheath remained in schlemm's canal. The optical fiber and light remained with the main device. The catheter sheath was extracted from the eye using forceps.